Manufacturer narrative:
(B)(4). During the course of investigation, a review of the complaint history, device history record, manufacturing instructions (mi), quality control (qc), specifications and a visual examination of the returned product was conducted. Information was provided that prior to patient contact, the hub came off. Although follow up information was requested, no response from the customer was provided. The device history record was reviewed and no non-conformances were noted for the provided lot number. Further review revealed this complaint to be the only reported complaint associated with the complaint lot number. Information was provided that prior to patient contact, the hub came off. Although follow up information was requested, no response from the customer was provided. The device history record was reviewed and no non-conformances were noted for the provided lot number. Further review revealed this complaint to be the only reported complaint associated with the complaint lot number. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred.

Event description:
Information was provided that prior to patient contact, the hub separated/came off from the sheath. No adverse consequence reported.